Event description:
It was reported that arteriotomy closure of a heavily calcified and heavily tortuous common femoral artery was attempted using a proglide device after a heart valve procedure. Reportedly, the proglide device kinked during insertion, it was removed and a second proglide attempted. Device deployment was uneventful; however, bleeding was still observed. A third proglide was used successfully and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.